Manufacturer narrative:
No unexpected battery icon blinking. The insulin pump passed the displacement test and off no power test. The operating currents were in specification. Device had severely stripped battery cap coin slot. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Iop test failure at 10:01 am alarm during operating currents measurements. However it passed the self test. No clips or holsters received with the insulin pump.

Event description:
Customer reported she is unable to remove the battery cap on the insulin pump. Customer also stated that the battery icon is blinking. Spouse tried a screwdriver and could not remove it. Blood glucose value is 200 mg/dl. Nothing further reported.